Manufacturer narrative:
Product performance engineering reviewed the complaint information; however, the device was not returned for analysis. A review of the production record for this product was not performed because the lot number was not reported, and the device was not returned. A review of the corrective and preventive actions (CAPA) database for the device was not performed because a specific failure mode for this complaint was not provided. In the absence of a reported malfunction and an unreturned device the cause of the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: the additional devices referenced in b5 are filed under separate medwatch report numbers. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of three proglide devices were successfully pre-placed. There was an unspecified issue with the first 2 sutures. The third suture was placed successfully. The tavr procedure was completed using the same 14f sheath. Reportedly post procedure, the three pre-placed proglide knots were successfully advanced to the vessel wall and tightened (functioned as intended). There did not appear to be sufficient flow distal to the stick site due to a backwall stich; however, the physician was unsure which device may have caused the issue. A cut down was performed and the patient was converted to vascular surgery for artery repair, iliofemoral endarterectomy and an iliofemoral bypass. No additional information was provided.